Manufacturer narrative:
This report is for an unknown nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an osteosynthesis surgery for a femoral neck fracture with a femoral neck system (fns). The femoral head was originally varus, however the surgeon chose the osteosynthesis surgery instead of a bipolar hemi-arthroplasty (bha). There was no problem indicated on the x-rays just after the surgery and the patient started full weight bearing day after the surgery. During the follow up, the hospital confirmed that bone union didn¿t occur. It is thought that bone union didn¿t heal due to the impact of the patient¿s bone quality and the bone head being varus. On (B)(6) 2019, the hospital confirmed that the bone head had rotated and on (B)(6) 2019 the patient underwent the removal surgery of the fns during a bha surgery. This report is for one (1) unk - nail head elements: fns bolt. This is report 2 of 4 (B)(4).